Event description:
The patient reported that they were hospitalized about a year ago for a few weeks regarding a reaction he had to morphine. Per patient, he was "hearing things, seeing things, and had a hard time breathing." The medication was changed to dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2009 explanted: unk.